Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. After deployment of the trunk, there was difficulty cannulating the contralateral gate. It was reported the device was reconstrained and twisted in order to get a better angle for cannulation. The gate was successfully cannulated, and the device was reportedly deployed without untwisting the device and returning it to it's intended deployment position. Final angiography showed the ipsilateral limb appeared kinked approximately 6 cm from the distal waist. Additional angioplasty was performed, but the kinking did not resolve. An additional stent was implanted into the ipsilateral limb. It was reported imaging showed the ipsilateral limb still appeared slightly narrowed and the device appeared to be open only 11-12 mm. The physician elected to conclude the procedure. Final imaging showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.